Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a left distal tibia open reduction internal fixation procedure on (B)(6) 2015. During the procedure, the drill bit fractured. As a result, patient retained part of the fractured drill bit.